Event description:
A us distributor reported that a patient's electrode belt and monitor were damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor does not recognize ECG signal) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Device evaluation of electrode belt has been completed. The reported problem (detect and treat test failure) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Ecgs a&b cable pulled from strain relief at dn subsequently pulling j703 from dn pca. Ecgs c&d cable pulled from strain relief at dn subsequently pulling j704 from dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged belt and monitor.